Event description:
It was reported that the patient did not charge the ipg since about (B)(6) 2021 and the ipg became inoperable. Troubleshooting was attempted but the ipg would not communicate with external devices. As a result, surgical intervention occurred on (B)(6) 2022 and the ipg was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.